Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: during investigation, the pump black box data was not able to be downloaded. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap was not returned; a test battery cap secured properly to the pump. The pump powered on with audible and vibratory features functioning, indicating there was power to the pump; the display was blank preventing further testing. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. A failure with the pump¿s read-only memory was determined to be the cause of the blank display. The complaint of a power issue was not able to be adequately investigated due to the related blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue; reporter denied pump damage, moisture in the pump and reported the battery cap fit securely. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.